Manufacturer narrative:
Integra has completed their internal investigation on march 22, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; it was observed that the black insulated sheath does not recover entirely the hook tube. Around 1 cm of the distal end is not insulated and the metal is visible. After further investigation, it was noticed that the back insulated sheath is not fixed on the tube and can slide over. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the most probable cause of the deficiency observed is a material issue with a stability defect of the black insulated sheath during reprocessing. Such defect can lead to an unintended severe electrical injury to patient or user if used but should have been detected prior use after reprocessing. Our IFU provided with this product include the statement: "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition." This recommendation has not been applied by the hospital.

Event description:
It was reported an unexpected coagulation of the hook the product was in contact with the patient, however, no patient injury with a 15 minutes of surgery delay due to the event.